Manufacturer narrative:
E1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse during service that the cardiosave intra-aortic balloon pump (iabp) unit could not complete calibration of the internal tank transducer. There was no patient involvement reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2 corrected field - h6(medical device problem code)

Event description:
N/a